Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the newly implanted lead was unable to be threaded into the new ins battery due to resistance that was noted in the battery header. The physician made a quarter turn counter-clockwise to set the screw in the header of the new battery with the appropriate torque wrench and made another unsuccessful attempt at threading the new lead into the header block. It was attempted to thread the lead that had been explanted into the new ins battery header with the same resistance encountered. It was reported there was multiple failed attempts to thread both the new and old lead (that was still in the sterile field) into the header despite a quarter turned of the set screw in a counter-clockwise direction with the torque wrench. It was verified that the resistance was due to the ins battery header and not the lead. A new ins was then opened into the sterile field and the new lead was successfully threaded into the battery header without resistance. The blue tip of the lead was verified to the back of the battery header block and the set screw was fastened. All impedances with the new implant tested at 0.1 amps within normal limits. The issue was reported as resolved. It was noted that the product was not returned for legal reasons. No surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.